Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the lot number of the catheter was unknown. It was reported that the explant date of the catheter was (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, product type: catheter. (B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 18.0 mg/ml at 2.903 mg/day via an implantable pump. The patient¿s concomitant medications included oral morphine. The hcp reported that the patient had withdrawal symptoms. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The reading of the logs showed no trouble from the pump. Planned actions/interventions included a patency test for the catheter. The issue was not resolved. The status of the patient was stated to be alive and with no injury. On (B)(6) 2017, further information was received indicating the physician decided to replace (change) the catheter. The physician could not perform the catheter test due to resistance. There were no known volume discrepancies pertaining to the event (reported as not applicable).